Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient experienced sudden stress dyspnea, typical angina pectoris and was diagnosed with recurrent wide-complex tachycardia and was treated with an external defibrillator shock. According to the doctor the vt was misclassified as svt. The patient was hospitalized, svt timeout was activated. Metoprolol, kalium retard was increased, spironolacton, torasemid, and amiodarone were given. Hct was discontinued.